Event description:
It was reported that the patient¿s implant was replaced in (B)(6) 2013. Patient had it adjusted the week prior to this report. It was noted that since being adjusted patient¿s stimulation spikes/pulsates when she changed groups. It was further noted that the spike would last about 20 minutes before it settled down even after turning stimulation down. This might have started prior to the week before this report but it was not as bad. Patient had memory loss each time she had a surgical procedure. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, lot# v469412006, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).